Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a soundstar eco 8fg ultrasound catheter, soundstar eco 8f ultrasound catheter. It was reported that when opening the soundstar package it was observed that there was a piece of the handle missing and what appeared to be "fuzz" on the catheter. The catheter was replaced, and the procedure was continued and subsequently completed. No patient consequences were reported. The "fuzz" was only seen inside the packaging. It appeared it was from damage to the white cardboard that surrounds the catheter. It was white, lots of tiny particles the size of a pencil tip. Device handle broke is not MDR-reportable. Foreign material inside the packaging is MDR-reportable.